Event description:
Report received of no audible alarm while the pump was in use on a patient. It was reported that the device was being used to deliver an unspecified fluid at an unspecified rate. The rn walked into the patient's room to check the patient and noted that the IV display on the third channel was flashing, but there was no audible alarm. The IV bag was empty. The device was removed from clinical service. There was no reported adverse patient event and no interventions were required for the patient.